Manufacturer narrative:
Concomitant product(s). Model: dtba1d1, ICD; implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for right ventricular (rv) lead noise. The account was notified and it was discovered the patient was in hospice care and the patient is deceased and died of unrelated causes. The status of the lead is unknown.